Manufacturer narrative:
Findings: unit received with no button response due to unlocked j2/lcd keypad connector. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the esc button was not working. The customer stated that trying to change out reservoir. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.